Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable results from coaguchek pro ii meter serial number (B)(4) for one patient. The result from the laboratory was 3.8 inr and the result from the meter was 6.1 inr. On (B)(6) 2018, the result from the laboratory was 3.7 inr and the result from the meter was 5.3 inr. The laboratory reagent was requested but was not known. There was no allegation of an adverse event. The therapeutic range was 2 - 3 inr.

Manufacturer narrative:
Corresponding retention test strips (322646) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from (B)(6) donors and two internal reference meters were used. The corresponding retention material complies with the specification, based on requirements of the regularly retention testing process of the qc department. No error messages occurred. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is greater than 4.5. Values greater than 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.